Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and two suprarenal aortic extensions. A follow up computed tomography (CT) showed the patient had a potential type 1b endoleak in the right iliac. An angiogram was completed and the physician identified a type 1b endoleak of the right internal iliac artery. The physician elected to coil the right internal iliac artery and place a limb extension in the right external iliac artery to seal the endoleak. Patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 1b endoleak. Additionally there was evidence to reasonably support a type 2 endoleak of the proximal lobe at 8 months post implant and 13 months post implant. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. There have been no additional adverse events reported for this patient.